Event description:
According to the available information, this case concerns a male end user who was hospitalized due to urinary tract infections that were thought to have been caused by coloplast speedicath standard (male) catheters. The end user is not new to using these catheters, but it appears that he has touched them upon insertion and has requested for a different type in which he doesn't need to do this. Attempts were made to the end user on duration of the hospital stay and the outcome of any treatment. These attempts were not answered and no further information has been provided in regards to this case. End user will be sent new catheters to try.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.